Manufacturer narrative:
A report is being submitted for this returned 12tlw403f fogarty catheter due to evaluation findings. Customer report of balloon rupture was confirmed. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. The ruptured part was not returned. Both balloon windings were intact. No other visible damage was observed from the catheter. The lot history review was performed for lot number 65432258 (in 630463058) and one additional complaint with the same lot number and defect code was evaluated related to this nonconformance for thru lumen product models. The balloon lots used (65154685 and 65150987) in the last 12 months complaints units were evaluated but no information could be associated to the balloon failure related to this nonconformance for thru lumen product models. As part of the manufacturing process 100% of the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The IFU indicates: warnings such as, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. See specification table. To avoid air embolus in case of balloon rupture, air should not be used for balloon inflation, and that carbon dioxide is the only recommended gas.

Event description:
It was reported that the balloon of the 12tlw403f fogarty catheter ruptured before use. Patient demographics were requested but unavailable. There were no patient complications reported.